Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges difficulty breathing/shortness of breath. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is corrosion and a rust-like residue present around the power inlet connection port. When applying power, a ¿check power¿ message appears on device. After receiving a ¿check power¿ notification message on the display, pil replaced the corroded p4 connector with a known good p4 connector cable for the remainder of investigation testing. Using a known good power supply and power cable, pil verified the base unit provided airflow. The pil completed a final service test per lbl 1117539 (v.20) dreamstation service & technical reference manual. Pil used in conjunction with the base device returned, a known good humidifier and known good, heated tube to perform testing. While the overall test result shows fail, this is due to an older software present on device. Base unit passed all functional testing within the final service test. Interior investigation: there is unknown debris in the tracks of the ui panel. There is corrosion and rust-like residue present on the p4 connector. Pil notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v.01). Secondary findings: device reads: 0 errors, 12494.2 blower and 12461.0 therapy hours. Care orchestrator data shows the patient had a compliance rate of 97.8% during the most recent 90 days of use. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed in inv1023. Pil is unable to directly address the symptoms outlined in the complaint. Pil cannot confirm the device would not turn on but can confirm that the power supplied to the unit was compromised most likely due to water ingress to the p4 connector power jack. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.